Event description:
Healthcare professional reported for right side "waterfall deformity" and the capsular contracture baker grade amended from IV to iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and wear abrasion. After autoclave cycle were observed, cloudy color in the gel and voids. Based on the device analysis, the final assessment is: deformation is observed. However, do not taken as a workmanship, because it was not received in their original packaging.

Event description:
Healthcare professional reported, for right side "waterfall deformity". And the capsular contracture, baker grade amended from IV to iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and implant exchange from textured to smooth due to patient's concern with the device. The device remains implanted.